Event description:
Customer reported having a low blood glucose level of 48 mg/dl earlier in the day of the call. Customer ate food to treat and blood glucose level rose to 92 mg/dl. Customer stated that she went to bed and woke up with a high blood glucose level of 446 mg/dl. Most recent blood glucose level before the call was 146 mg/dl. No further information wa provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.